Manufacturer narrative:
PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon inspection of a performer mullins guiding sheath package by the distributor, a hair was observed inside the primary packaging of the product. No adverse effects were reported as the device did not enter a user facility.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, upon inspection of a performer mullins guiding sheath package by the distributor, a hair was observed inside the primary packaging of the product. No adverse effects were reported as the device did not enter a user facility. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. Photos provided by the customer appeared to show an unidentified hair like fiber was loose inside of the packaging of the product. A document-based investigation evaluation was performed. No additional lot-related complaints have been received. One relevant nonconformance was recorded for this product lot. Although this non-conformance is relevant to the reported failure mode, all non-conforming product was reworked, and there are 100% inspections to capture this non-conformance. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that additional non-conforming product exists in house or in field. The device is provided with instructions for use which state, ¿do not use the product if there is doubt as to whether the product is sterile.¿ based on the available information, cook has concluded that a manufacturing deficiency contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.